Event description:
It was reported that the subject device had not started up for about one minute and error codes e116 and e117 were displayed on the touch panel. The issue occurred during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a failure of the cpu and motherboard subassembly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e116 and e117 were caused by a failure of the cpu and motherboard subassembly. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.